Event description:
It was reported that during a supply change the patient pulled the infusion set out of the applicator before insertion, after which an agent assisted the patient in completing a site change and resolving the issue. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and resolution following education and troubleshooting. Investigation included customer interview and troubleshooting focused on infusion set use and site change technique. Investigation of this case revealed user handling error related to incorrect deployment of the infusion set, with the device and cartridge otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.